Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had duplicate address detected on cubie. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist reviewed the es station, checked the drawer and station logs, and noted an error message related to the drawer. The customer confirmed that the issue was resolved after ejecting the cubie twice. The es station itself was confirmed to be functioning properly. The tss have checked the es station and confirmed that the error message no longer appears. The system functioned as intended after the technical support specialist verified the device.